Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the preparation of the faradrive steerable sheath clear, air bubbles were observed entering through the side port of the faradrive steerable sheath clear. No air or leak was observed in the patient as the issue occurred during preparation. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Analysis of the returned sheath confirmed that the stopcock was damaged, revealing cracks on the sides of the sheath inflow port. The cracks compromised the sheath's ability to maintain pressure and contain fluid within the stopcock, rendering the device unusable.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the preparation of the faradrive steerable sheath clear, air bubbles were observed entering through the side port of the faradrive steerable sheath clear. No air or leak was observed in the patient as the issue occurred during preparation. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory it was further reported the air bubble was observed prior to connecting the pressure bag to the sheath.

Manufacturer narrative:
B.5. Describe event or problem - updated. D.9. Device available for eval, returned to MFR date - updated. H.6. Evaluation method, result & conclusion codes - updated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the preparation of the faradrive steerable sheath clear, air bubbles were observed entering through the side port of the faradrive steerable sheath clear. No air or leak was observed in the patient as the issue occurred during preparation. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported the air bubble was observed prior to connecting the pressure bag to the sheath.